Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Corrected data: b.5. Additional, changed data: b.6., g.1.

Event description:
Additionally, healthcare professional reported, per physician's note, "rupture of the prosthesis with silicone overflow was found", "with accented peri-implant fluid, with irregularity near the closure patch", ¿rotation of the breast implants, with closing patches in the projection of the right medial quadrants and front left. Increased anteroposterior diameter of the right breast implant, possibly related to rotation". The device has been explanted.

Event description:
Patient's relative reported "recently patient underwent a magnetic resonance imaging (MRI) that showed prothesis rupture in left side. In the exam, it was possible to verify liquid around implant, a seroma¿ and capsular contracture baker grade IV. Patient feels pain in breasts." It was later reported, "rotation of the breast implants and inflammatory / infectious alteration", "the company was recalling" and "several distressing days, losing hours of leisure and peace trying to restore self-esteem and the patient had her health and psychological integrity violated. The patient's private life was severely impaired, anguish and physical limitations". The device has been explanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late and rupture.

Event description:
Patient's relative reported "recently patient underwent a magnetic resonance imaging (MRI) that showed prothesis rupture in left side. In the exam, it was possible to verify liquid around implant, a seroma¿ and capsular contracture baker grade IV. Patient feels pain in breasts." The device remains implanted.